Event description:
It was reported, the conical extractor broke off during the first use. Nothing was left in the pt. The surgery was completed with an other conical extractor.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.